Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Please reference related manufacturer report no: 2015691-2019-00558. The sheath was returned to edwards lifesciences for evaluation after being used in the procedure, with delivery system inserted through it. Per the visual inspection, the distal tip was split. There was minor delamination observed and scratches approximately 1.5¿ from strain relief. Soft tip damage was seen, as well as a bend on the sheath shaft approximately 2.5¿ from the strain relief. There were no liner tears. No photographs, video or imagery from the procedure was provided by the complaint site. Due to the returned condition of the device, no relevant dimensional or functional testing could be performed. The complaint was confirmed visually. Review of lot history for the related work order revealed no other complaints for sheath tip damage. A review of complaint history from april 2018 to march 2019 for the edwards esheath introducer set (all models and sizes) revealed returned complaints for tip damage. No manufacturing non-conformance's were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate does not exceed the march 2019 control limits for the trend category. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing related issues that would have contributed to the complaint. During manufacturing, the sheath and components were 100% inspected. Furthermore, after sterilization, sample devices from each lot were tested and inspected during product verification (pv) testing. The work order passed expander insertion force testing and visual inspection. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Esheath with sapin 3 IFU, device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. No manufacturing nonconformance's were identified in the returned sheath. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation's supports that the esheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manual revealed no deficiencies.  It is likely that patient factors contributed to the complaint. As noted in the training manual, ¿push force (during both sheath insertion and delivery system insertion) can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. The patient¿s aorta was noted to be extremely tortuous and the native valve was severely calcified. Per the IFU and training manual, the sheath tip must be advanced past the aortic bifurcation during insertion. As such, significant calcification in the patient access vessel could obstruct and damage the sheath distal tip. During visual inspection, deep scratches were observed approximately 1.5¿ from strain relief and the soft tip was found to be damaged, supporting that the tip was impacted by significant calcification and tortuosity. These two factors could have damaged the sheath tip, resulting in the sheath distal tip split as well. Additionally, it was noted that the ¿balloon could not be inflated during deployment, probably damaged due to the calcification¿. The same calcification that damaged the balloon likely contributed to the damage seen on the sheath. As such, available information supports that patient factors (access vessel calcification and tortuosity) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing nonconformance's were found in the returned sheath. Available information suggests that patient factors (access vessel calcification and tortuosity) likely contributed to the reported event. No labeling or IFU inadequacies have been identified and the complaint rate for the relevant trend category did not exceed the respective monthly control limit. As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing. Please reference related manufacturer report no: 2015691-2019-00558.

Event description:
Per pre-deco evaluation, the esheath tip was split after use with a commander delivery system with a sapien 3 valve. There was no patient injury reported. The damage was not reported by the customer.